Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in the trifecta durability study was implanted with a 23mm trifecta valve on (B)(6) 2011. That same day, the study site reported the subject experienced cerebral ischemia. A cerebral CT taken (B)(6) 2011 showed "old infarctions" and no recent abnormalities. The patient required speech therapy and acenocoumarol. The final diagnosis was suspected cerebral ischemia which the site indicated may have been related to the implant procedure. At discharge, the patient reported continued dysarthria. No additional details are expected.